Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the crossed wire was exchanged for a 0.018-inch platinum plus wire due to kinking which contributed to difficulty in delivering or advancing it. The device was subsequently removed, and no additional patient or system concerns were reported.